Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a relay 85 device. The relay 85 device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 ((B)(4)).

Event description:
On (B)(6) 2016, relay 85 was used for type iii dissection. After preparation and inserting delivery system into patient, the delivery system cannot advance through iliac femoral artery even trying several times. The physician then pulled the delivery system out of the patient. It was found that the tip of the delivery system kinked and broken, and the outer sheath was not smooth and uneven. The product was not used for operation. Patient outcome: another relay 85 was used and the patient is fine.